Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The pads were put through extensive testing including testing for continuity between the connector and each corresponding pad with a known good test device and simulator without duplicating the report. The pads were replaced to resolve the report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The associated device failed the self-test using these uni-padz iii, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.